Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
This report is submitted on june 28, 2024.

Event description:
Per the clinic, the patient experienced infection at the implant site, leading to extrusion of the device. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported). The patient underwent a revision surgery (date not reported) and was also hospitalized twice on (B)(6) 2024; however, the issue could not be resolved. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.